Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received intermittent button alarms preventing boluses from being delivered. Reportedly, there was nothing pressing up against the button to have caused the button alarm. Customer¿s blood glucose was 300 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.